Event description:
A customer contacted beckman coulter inc. (Bci) stating that erroneous wbc, rbc, hemoglobin (hgb) and platelet (plt) results were reported out one patient sample in predilute mode. The results were questioned by the physician. The samples were repeated and corrected results were reported. The results provided by the customer are shown. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Controls were run in primary mode and recovered within range. Review of the qc data provided confirmed system control recovery. The customer refused service at the time of the incident. The customer believed that it was not an instrument problem and was a sample specific issue.